Manufacturer narrative:
Reporter is a synthes employee. Part: 319.006, synthes lot: 5171091; supplier lot: na; release to warehouse date: february 22, 2006. Manufactured by synthes (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0 mm and 2.4 mm screws was received with the needle component broken off from the slider. The broken off needle was also observed to be slightly bent. The protection sleeve subcomponent was missing. No other issues were identified with the returned components of the device. Dimensional inspection: drawing: needle. Feature: needle shaft diameter. Result: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Depth gauge for 2.0/2.4mm screws needle. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the depth gauge for 2.0 mm and 2.4 mm screws as the needle component was broken off from the slider. The broken off needle was also observed to be slightly bent. The protection sleeve subcomponent was missing. While no definitive root cause could be determined, it is possible that the broken/bent condition was due to excessive/unintended forces and/or consistent use over the part¿s lifetime (13+ years). It is also possible that the protection sleeve was misplaced. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection on an unknown date, the depth gauge for 2.0 and 2.4 cortex screws was noted to be broken. There was no patient involvement. This report is for a depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 1 for (B)(4).